Manufacturer narrative:
The device was returned to olympus for evaluation. During inspection and testing, the allegation of foreign matter in the channel tube was not confirmed. When field service engineer (fse) visited the facility, the fse did not find any incorrect reprocessing process; after reporting the clogging issue, the subject scope was not further used. In addition, due to damage on channel tube, water tightness was lost, due to wear of angle wire, bending angle in up direction did not meet the standard value and the device felt blocked when inserting accessory instrument through the channel-tube. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
A customer reported to olympus, the evis lucera elite bronchovideoscope had foreign object in the channel tube. The event occurred during reprocessing. There was no procedure involved or reported patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that foreign material was found in the channel. The specific material could not be identified and the cause of the material remaining in the device could not be conclusively specified. It is likely reprocessing steps were not fully performed at the user facility due to the device nonconformity found, leakage at the biopsy channel. The event can be detected by following the instructions for use (IFU) which state: "- inspection of the instrument channel" the event can be prevented by following the instructions for use (IFU) which state: "- perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk." Olympus will continue to monitor field performance for this device.